Event description:
It was reported that stent damage occurred. A 2.50mm x 24mm promus element stent was selected. During unpacking, the stent protector was removed however it was noticed that the stent was visibly deformed. The procedure was completed with a different device. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the crimped stent on the device was damaged. From the inspection it was noted that the distal half of the crimped stent was stretched and deformed distally towards the bumper tip. It was also noted that the outer shaft was kinked 65mm distal from the port bond and the hypotube had multiple kinks along its length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50mm x 24mm promus element ¿ stent was selected. During unpacking, the stent protector was removed however it was noticed that the stent was visibly deformed. The procedure was completed with a different device. No patient complications were reported and the patients status is stable.